Event description:
It was reported the pt was kept in the hospital under supervision after his implant procedure due to bleeding. Follow up identified the pt had bleeding in the lungs. It was reported this was not epidural bleeding and was unrelated to the scs system. The pt was released from the hospital.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.